Event description:
It was reported that a powered debrider blade was being used during a scheduled sinus procedure. During use, the inner blade tip broke and is still partially attached. There were no fragments. Another blade was used to complete the procedure without further incident. It was reported there was no patient impact.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.

Manufacturer narrative:
Analysis: the sample was received by the qe for disposables in the original pouch and labeling identifying sample. The outer blade was observed to be extended outward from the assembly, the hyperextended and unwound spiral wrap was clearly visible. The hub was inspected under 20x magnification. The locking mechanism on one side of the hub was deformed, as what would be expected if a force was applied downward onto it. This is indicative of excessive, side-loading force, as the deformation occurs only on one side of the hub. This complaint is confirmed for spiral wrap failure, most likely to excessive side loading force. The wrap derives its strength from the interlocking nature of the spiral/dovetail notches which enables it to effectively transfer torque through bends in blade/burs. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose its tightly wrapped integrity and thus fracture at the narrowest section of the compromised portion of the wrap. The observable for this failure mode is typically a tip fragment that has fractured in one of the spiral wrap segments after the bend in the blade or bur. In this case the wrap did not fracture, possibly because the physician was running the blade at a slower rpm at the moment the spiral wrap failed. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.